Manufacturer narrative:
(B)(4). The device has been returned. However, the product analysis has not been completed method code: no testing methods performed. Result code: results pending completion of evaluation.

Manufacturer narrative:
The product analysis was completed on (B)(4) 2015. The product analysis indicates that the tip of the inner tube had broken off at the proximal edge of the mouth opening. The sample had gouging on the inner shaft just behind the head in the support area and corresponding damage to the outer tube which indicates excess pressure. Note: [excess: exceeded sufficient pressure required for operation]. The instructions for use warns that excessive pressure applied to a bur/blade may cause a fracture. The underlying cause is consistent with, misuse / user error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that while doing a submucous turbinate reduction, the tip of the blade broke off. The broken piece was identified immediately and retrieved intact with graspers. The physician does not believe there will be any impact to the patient.